Event description:
It was reported, that the patient was asymptomatic. It was noted, that an insulation breach was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.